Event description:
It was reported that cartridge alarm occurred while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to load new cartridge using proper loading steps, successfully resumed insulin therapy, and issue was resolved with no further concerns reported.